Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse identified the system in a high down state with the following errors 816, 861, and 31218 due to water intrusion. Fse replaced the card cage with the printed circuit assembly (pcas), two medical grade power supply (mgps), and tiller control board. Intuitive surgical, inc. (Isi) received the two mgps unit involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate nor confirm the customer reported complaint. Fa installed the power supply into pca x system and power up in normal mode with no errors. Both mgps units passed voltage/current, fans running, battery operation, idle for 30 minutes, 20 power cycles no issue. Isi received the hybrid tiller controller and the cardcage unit for evaluation. However, the fa investigation has not been completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to open surgery after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had a non-recoverable fault. The customer was not sure what the error was. Technical support engineer (tse) viewed system event logs and found error 23 indicating fiber related issue. The tse had the customer hard cycle, emergency power off (epo) the patient side cart (psc), and reseat fiber cables, but errors occurred on power up. The tse had the customer hard cycle multiple times, but issues remained. The customer stated that the battery status leds were flickering red and green and that the cannula led was flickering green and amber. The tse then logged into the system and found error 861 and 816 indicating power related issues. Tse informed the customer that their field service engineer (fse) will have to further troubleshoot the issue. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did have another system onsite, however the surgeon elected to convert to open surgery. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Analysis information can be found in fields h6 and h10. The hybrid tiller controller unit has been returned and evaluated by the failure analysis (fa) team. Failure analysis replicated the customer's reported complaint. This unit was installed into the test system and it failed. The led lights were not functional, because the pca has fluid contamination. The root cause was attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11: the cardcage unit has been returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed the customer's reported complaint. Fa performed visual inspection and confirmed that there is evident fluid intrusion.